Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have thermal damage on the yaw pulley. The instrument passed an electrical continuity test. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .022 - .098 in length and were not aligned with the tube axis.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, the defect was found on the bipolar ceramic insulator when cleaning the maryland bipolar forceps (mbf) instrument. The procedure was completed with no reported injury.